Event description:
It was reported that the lead was explanted due to intermittent capture.

Manufacturer narrative:
The analysis of the lead did not reveal any device condition that would have contributed to the capture anomaly. Visual inspection revealed an insulation cut at 15.65 cm from the connector end, consistent with that occurring at the time of surgical procedure. Functional testing revealed normal lead characteristics. The electrical characteristics of the lead were found to be normal.